Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing no fluid in the bladder. Evidence of fluid was noted in the sealed bag that enclosed the sample, however after performing a leak test on the sample, no signs of leak were observed on the sample. Therefore, the reported condition could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv device was observed leaking after filling with 5-fluorouracil. There was no patient involvement; the leak was observed before patient connection. No additional information is available.